Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, one haptic came off after the iol was placed in the eye. The incision was enlarged to facilitate removal and replacement of the iol. The pt's outcome was good. During a follow-up with the surgeon he indicated he did not think the event was associated with the dislodged haptic nor did he think the iol malfunctioned.